Manufacturer narrative:
The event was reported in lieu of analysis results. Analysis of the concerto coil (lot no. A592642) found that the pusher actuator interface (ai) was bent. The concerto pusher was found broken at the load indicator with the release wire pulled. The concerto pusher hypotube break indicator (hbi) was found intact. The concerto pusher was found bent at ~165.5 cm and ~34.5 cm from the distal end of the pusher. The release wire coin was found pulled back from the lumen stop, the shield coil was found in good condition, and the implant coil was detached from the pusher. The concerto implant coil was not returned. Based on the device analysis and reported information, the customer¿s report of ¿coil-shape-loop size¿ could not be confirmed and the cause could not be determined. The concerto implant coil was not returned. Therefore, analysis could not be performed and conformance to specification could not be assessed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a during a procedure, the concerto coil was not forming loops as expected so the device was withdrawn and replaced with a new medtronic device. It was noted that the concerto coil and all accessory devices used were prepared according to the instructions for use (IFU). There was no patient injury.